Manufacturer narrative:
Corrected information: patient code is not applicable for this event - see manufacturer¿s report # 3004209178-2016-03884. Additional information/device evaluation summary: analysis of the catheter found ¿catheter body ¿ melted at or after explant ¿ did not affect infusion¿. Additional information: result code is no longer applicable for this event.

Event description:
Additional information received from the healthcare provider (hcp) reported that, on (B)(6) 2015, the patient's baclofen was increased 63 percent, from 69.94 mcg/day to 113.68 mcg/day; the pump was infusing in flex pattern mode. On (B)(6) 2015-, it was reported that the patient was seizing and convulsing for 12 hours following the pump rate increase; the pump was reprogrammed on that date, but the nature of the reprogramming was not specified. The event resolved without sequela on (B)(6) 2015 (previously reported as (B)(6) 2015). The catheter that was kinked and splice on (B)(6) 2015, resolved without sequela on (B)(6) 2015. According to the study hcp, the event was clinically diagnosed as "intrathecal (it) medication side effects," but it was also noted that the baclofen was "possibly related" and that the drug action that caused the event was the increased dose.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient reported a headache, specified with a clinical diagnosis of a spinal headache, seven days post implant. The severity was noted to be mild as it didn't interfere in a significant manner with the patient's normal functioning level. The headache was noted to be related to the procedure. Actions taken consisted of an unscheduled clinic or office visit and fioricet was also administered on (B)(6) 2014. Along with the medications being administered, the patient was also instructed that day to increase their intake of fluids and caffeine. The event outcome was listed as ongoing as of (B)(6) 2014. The patient also experienced intrathecal baclofen side effects; they reported a "roaring" in their ears seven days following therapy initiation. The event's severity was again noted to be mild. An unscheduled clinic office visit occurred due to the event and reprogramming occurred; the pump's daily dose was decreased by 20 percent. In terms of the baclofen side effects, the event resolved without sequelae as of (B)(6) 2014. The pump was used to deliver baclofen 500mcg/ml in flex mode at a dose of 50.02mcg/day. On (B)(6) 2014, a 20% decrease was programmed with a resulting dose of 40.08mcg/day. Additional information was received from a healthcare provider via psr who indicated that the spinal headache event resolved without sequela on (B)(6) 2014. It was also noted that etiology of the event was related to the surgery/anesthesia. Additionally, a company representative returned the spinal segment of the catheter which was replaced on an unspecified date. The catheter was kinked and there was a possible leak. Information was received from a consumer and a healthcare provider via psr. The pump was delivering compounded baclofen. On (B)(6) 2015 the patient experienced decreased therapeutic effect. The event resulted in an unscheduled clinic or office visit. The pump was updated (B)(6) 2015 to increase the dose 40 percent to deliver baclofen 500.0 mcg/ml; 69.94 mcg/day. The patient reported they were seizing and convulsing for 12 hours following the pump rate increase. The pump was reprogrammed (B)(6) 2015. The catheter was kinked and was spliced (B)(6) 2015. The event was possibly related to the device or therapy. The outcome was resolved without sequelae (B)(6) 2015.

Event description:
Additional information was received on 11-jan-2016 from a healthcare professional via a product surveillance registry and it was reported that that patient had a headache on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.